Event description:
Failure to alarm did not alarm when clamped.

Manufacturer narrative:
Upon an evaluation of the returned device this complaint is confirmed. The pump was evaluated at the (B)(4) service center on 07 january 2014. A faulty main pc board was ruled as the most probable root cause of the reported issue. As a corrective action the main pc board was replaced and software was updated to version 0.68; the repaired device passed all functional tests and was confirmed working within specifications (refer to (B)(4)). Review of complaints history for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device as of this date. The information provided confirms no patient injuries or harm were caused by this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.